Manufacturer narrative:
The customer had originally reported that the device would be returned, however, the device will not be returned for failure analysis. Note: the frequency of death or serious injury reports for code 102 (overdelivery) for omni-flow products is approx 0.26/million sets.

Event description:
Overdelivery found during biomedical engineering preventative maintenance testing. When they tested using abbott performance verification testing procedures, the pump delivered 23ml with an expected delivery of 20ml. Device specification requires delivery to be +/-4%. There were no reports of any adverse pt events while the device was in clinical use.